Manufacturer narrative:
This incident is being reported due to a sentinel event (see medwatch 1320894-2008-00097). The device was returned to conmed, however, the quality engineering evaluation has not begun. When the quality engineering evaluation is completed, a supplemental report will be filed. Second incident with this facility for the same device reported on medwatch 1320894-2010-00072.

Event description:
It was reported, "distal portion of cannula broke during the insertion into abdomen. Broken piece fell into peritoneal cavity. Fragment was believed to be retrieved by suction." This happened with the same catalog numbered device in two (2) separate cases. It was also reported for each that there was no "extension of surgical time" and "no patient injury."